Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was left in the body and replaced. No patient complications have been reported as a result of this event.